Event description:
Tech alleged that the bed exit is not working. No pt impact.

Manufacturer narrative:
The tech found the bed exit arming but not alarming. The tech replaced the bed exit tape switch to resolve the issue.